Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system alerted for high out-of-range shock impedance. Technical services (ts) reviewed the ICD data and discussed that the increase in shock impedance had been gradual and steady and may be clinical in nature. X-ray of the right ventricular (rv) lead did not reveal any abnormalities. Ts recommended further troubleshooting. The rv lead remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system alerted for high out-of-range shock impedance. Technical services (ts) reviewed the ICD data and discussed that the increase in shock impedance had been gradual and steady and may be clinical in nature. X-ray of the right ventricular (rv) lead did not reveal any abnormalities. Ts recommended further troubleshooting. The rv lead remains in service at this time and no adverse patient effects were reported. It was additionally reported that the shock impedance was oscillating between 140 ohms and 160 ohms, getting as high as 175 ohms at one point. Provocative maneuvers yielded little to no noise and other measurements were within normal limits. The physician elected to perform a commanded shock to evaluate system integrity. The resulting impedance was greater than 125 ohms; however, no error code was displayed by the device. The most accurate value obtained was 128 ohms. The physician did not want to perform an immediate lead replacement as the patient had not needed therapy in the previous eight years. Technical services discussed that therapy delivery may not be successful should the patient require it. The physician planned to continue to closely monitor the situation and was considering a subcutaneous implantable cardioverter defibrillator for the patient.